Manufacturer narrative:
One foresight elite tissue oximeter monitor was received for product evaluation. The suspect fse monitor was tested and it functioned as intended. There were no inaccurate values displayed and there was no unusual behavior identified. The clinical logs were reviewed. It was found that the ambient light measurement spiked at the beginning of the procedure. This indicates that the clinicians either connected the head sensors to the monitor first before applying to the patient or there was a high amount of ambient light in the area. This initial high ambient light can cause the initialization process to not perform properly. The operations manuel instructs the users to apply the sensors first to the patient then attach the sensors to the monitor. The clinical logs also showed that they attempted to troubleshoot by disconnecting and reconnecting the sensors, but this did not resolve the issue. There was evidence of skin adhesion issues which can lead to the values jumping. There was no defect found with the unit. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Requests have been made to the facility for product return and it has not yet arrived for evaluation. Once the product has been evaluated the findings will be submitted in a supplemental submission. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The record of servicing has been reviewed and there is no previous related record.

Event description:
It was reported that there were inaccurate values that displayed on the fse monitor. This was during patient monitoring. Per the initial reporter, the display values changed from 32% to 56% after power cycling the system. Clinical information provided: 10kg, cerebral renal monitoring hlhs stage one - norwood/sano selective cerebral perfusion (no lower body perfusion) utilized poor cerebral sensor adhesion noted clinician comments: on cpb from 1019-1351 and from 1415 -1617 renal readings as low as 15 during no lower body perfusion (from 1113 to 1151 and from 1233-1236) despite good femoral arterial pressures (¿30¿s¿) and good urine output. Near the end of the first cpb run, clinician noted falling renal saturation values despite interventions. Clinician chose to restart the monitor. Upon restart the renal value changed from 32% to 56%, a 75% increase. The clinician stated the renal values correlated better with the patient's condition after the monitor restart. The patient demographics have been requested. There was no patient harm or injury.